Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
Customer reported via phone call, the esc button on the insulin pump was becoming hard to press, it responds intermittently. Customer's blood glucose was unknown. Customer stated he went running on a trail and he tripped and fell then tumbled and rolled. He also had gone water rafting. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.